Manufacturer narrative:
(B)(4).

Event description:
Procedure type: proctectomy. According to the reporter: during the procedure, the device stopped firing. The device was removed from the tissue and a new cartridge was loaded to continue the procedure. However, the second cartridge was also defective and stopped firing. A new device was opened to complete the procedure. The device stopped while firing on the sigmoid and the surgeon excised the oral side of the staple line with another device resulting in unanticipated tissue loss. There was no bleeding reported in excess of 500cc. There was no tissue damage. Nothing fell into the cavity. The operating room was not extended. There was no patient harm.